Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient had tenderness and swelling at the pump site. He reported removing the binder due to irritation at the site from the binder but had been wearing it. Also reports an episode of coughing that resulted in back pain. The patient was scheduled for evaluation. During the same-day visit he reported feeling as if the pump migrated after sneezing; reports back pain resolved. Due to virtual nature of visit, photos were reviewed without any concerns. The patient was instructed to wear the abdominal binder. (B)(6) 2026: examination revealed a pump site seroma; 65 ml of fluid was aspirated from the site. No further report of seroma.